Manufacturer narrative:
The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, during the procedure, deflation difficulty was noted when trying to remove the inflation media from the balloon. They had to use a 20cc syringe to deflate the balloon; however, the balloon still did not fully deflate. Reportedly, the balloon was cut and then removed from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.